Event description:
Nw arkansas just reached out complaining of a damaged ski needle. They said that the needle was bent in such a way that they were never able to use it, or pass it through the robotic port. They communicated that this item came damaged, and was not a user error. They had to pull another lead, and that one was fine. Customer is requesting a credit, or replacement of the damaged lead.

Manufacturer narrative:
Lead was sent back with complaint about a bend in the needle; returned lead analyzed but no bend found in needle. There was a bend found in the lead; not able to determine cause of lead bend. No further action to be taken.